Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a mammoplasty on an unknown date and topical skin adhesive was used. Approximately one week following the procedure, the patient experienced an intense itching. The patient was prescribed medicine to relieve the itching. The physician had changed the bra position, changed the asepsis product, and stopped putting any kind of dressing over the product, however the problem continued. The scar was not affected because the itching occured around the dressing and not over it.